Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. As indicated in our r series service manual, page 1-27 (step 14.13), it states that the expected range is 196-264 for an energy selection of 200 joules. The observed discharge value is within the specified accuracy of the device (233 joules). This claim has been closed as device meets specification. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. No trend is associated with reports of this type.